Event description:
Boston scientific received info that during a routine device check, this right atrial (ra) lead was found to be dislodged. A lead revision procedure was performed and on fluoroscopy, the lead was noted to be in the right ventricle. The lead was explanted and a new ra lead was successfully implanted. No adverse pt effects were reported and the lead will be returned for analysis.